Manufacturer narrative:
Gtin number: (B)(4).

Event description:
On (B)(6) 2008, a mitral valve replacement was performed and this 29 mm sjm epic mitral valve was implanted. Tee performed in (B)(6) 2015, revealed severe regurgitation. On (B)(6) 2016, the valve was explanted and a perforation in one of the cusps was noted. A larger 31 mm sjm epic mitral valve was implanted. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps and one perforation in cusp 3. There was mild fibrous thickening of cusp 2, and calcifications in cusps 2 and 3. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, perforation, tears, and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.